Event description:
The event involved a high pressure stopcock (3-way, luer lock, off where it was reported that a set of twins had the same event occur two days in a row (meaning that a total of 4 stopcocks were found to be cracked and leaking fluid). At 17:00 and again the next day at 04:00, both infants had fluid leaking from their umbilical venous catheter (uvc) devices. Staff was unable to determine if the crack was present before the stopcocks were removed from the original packaging, or if excessive pressure was used by someone on two different infants, two days in a row at two different times of day. We have had no issue since this change was made. There was a patient involvement and unknown human harm. This emdr reflects the first of the two occurrences for twin #1.

Manufacturer narrative:
The device is not available to be returned for evaluation; however, device history is pending.

Manufacturer narrative:
The complaint of stopcocks were found to be cracked and leaking fluid on item 423530401 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.